Event description:
It was reported that the coil (subject device) was stretched and broke off inside of the patient. Aspiration was used on the microcatheter to withdraw the whole system. There were no clinical consequences to the patient due to the reported event.